Event description:
Urine specimen collector bag was used to obtain a specimen from a newborn. During the time the specimen bag was in place the pt developed erythematous irritation to the perineum to the degree that it would be considered a high risk potential for an infectious process. The pt was discharged to home with perineal instructions given to the parents and all urine specimen bags were pulled and returned to the MFR.